Event description:
A malfunction was reported on the customer¿s pump, with the issue being identified as malfunction 5, and fault ID 5-0x2147. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Corrective actions included the customer reverting to multiple daily injections for insulin delivery, and tandem technical support sent a replacement pump with updated software.